Manufacturer narrative:
Additional information: section b.3, d.6b, d.9 & h.6. The recipient's device was explanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection resolved. The recipient will be reimplanted at a later date. Additional information regarding treatment details were not provided. The external visual inspection revealed sliced silicone overmold on the top cover, as well as a severed electrode. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly had a dehiscence. The recipient had the site cleaned on (B)(6) 2026. Revision surgery will be scheduled. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a seroma. The site is swollen and tender to the touch. The recipient was prescribed augmentin for 14 days.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
It is noted that despite the seroma, the recipient can wear the device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.